Event description:
Info received indicates, the brake will not hold at the foot end of the stretcher. Casters at the head end will hold.

Manufacturer narrative:
The tech found the screw in the hex rod broken. The tech replaced the hex rod to repair the stretcher.